Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.

Event description:
Same case as MFR report number 3005188751-2011-000103. It was reported during an atrial fibrillation ablation procedure, the introducer was reportedly leaking air. Another introducer was obtained which leaked also. A third introducer from the same model was used to complete the procedure with no consequences to the pt. Add'l info was requested and is not available.